Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery test due to motor error alarm. Pump passed unexpected restart test. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Motor passed motor test. Pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 288 mg/dl. Troubleshooting was performed. The device was returned for analysis.